Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: rebal tibial extnd ti coat sz2. Item #: 2-100312, lot: 3736572. Medical product: rebal shortened peg talar sz 1. Item #: r2-100301, lot: 3552822. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient underwent an initial ankle prosthesis surgery and experienced medical pain 6 months post-op, therefore, percutaneous fixation of medical malleolus was performed. Subsequently, a poly exchange revision was carried out 2 years post-op due to ankle synovitis.

Event description:
It was reported via a clinical study that a patient underwent an initial ankle prosthesis surgery and experienced medical pain 6 months post-op, therefore, percutaneous fixation of medical malleolus was performed. Subsequently, a poly exchange revision was carried out 2 years post-op due to ankle synovitis.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, d6, d7, g4, g7, h2, h6, h10 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent initial ankle prosthesis surgery and experienced medical pain 6 months post-op due to percutaneous fixation of medical mal. Subsequently, a poly exchange revision was performed 2 years post-op due to ankle synovialitis.